Event description:
It was reported that, during an acl reconstruction surgery, when using the biosure screw, it was found that it was loosed and could not be secured. The screw seems to be broken. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted.

Manufacturer narrative:
One biosure ha 9mm x 30mm device used in treatment was returned for evaluation. Visual assessment confirms the complaint. Human matter was visible on the device. The tip of the anchor was chipped. The information provided states: ¿during an acl reconstruction surgery, when using the biosure screw, it was found that it was loosed and could not be secured. The screw broke¿. An exact root cause cannot be determined with confidence however; factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an acl reconstruction surgery, when using the biosure screw, it was found that it was loosed and could not be secured. The screw broke. No additional bone hole was required. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10. H3, h6: one biosure ha 9mm x 30mm device used in treatment was not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during an acl reconstruction surgery, when using the biosure screw, it was found that it was loosed and could not be secured. The screw broke¿. An exact root cause cannot be determined with confidence however; factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states ¿use in pathological conditions of bone, such as tumors, severe osteoporosis, and skeletal immaturity, may impair the ability to securely fix or anchor the device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no complaints of this failure were found. Further investigation is not warranted at this time.